Event description:
It was reported that the patient with this right atrial (ra) lead called technical services (ts) consulting about their physical activity and reported one of their lead was wearing out. Ts discussed how some physical activity could cause abrasion on the lead insulation. At this time no specific device issues or adverse patient effects have been reported, with all available information indicating their lead remains in service. No additional adverse patient effects were reported. No further information is available from the field.